Event description:
The customer stated, she was hospitalized for high blood glucose. The reported blood glucose was 493 mg/dl during the call. The customer stated, she delivered a bolus after the hospitalization and the bolus did not appear in the bolus history. Troubleshooting was performed, and the insulin pump delivered a bolus and also recorded the bolus properly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.